Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and their insulin pump had a blank display. The customer¿s blood glucose level was declining to 56 mg/dl. The customer treated with food intake. The customer state had replaced 5 batteries still the pump received replace battery now alarm and the pump will not turn on. Troubleshooting was performed for blank display and noticed the display is currently blank. The customer declined to troubleshoot for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratched display window, case and keypad overlay.